Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-12f mynx control venous vascular closure device (vcd) was reportedly deployed inside the vessel during a deep vein thrombosis (dvt) removal procedure. The polyethylene glycol (peg) material was retrieved from the vessel, and all peg material was reportedly successfully removed. The physician who performed the dvt removal and retrieved the peg material was not the physician who originally deployed the device. The procedure was an electrophysiology (ep) procedure. An antegrade approach was used. The deployer was trained on the mynx vascular closure device (vcd). The device was discarded following the procedure and will not be returned for evaluation.